Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the catheter would not thread over the needle and guide wire. During placement he visualized the tip of the needle in the center of the vessel, threaded the guidewire easily into the vein and then attempted to thread the catheter and met resistance. He pulled back the catheter and the guidewire and used the ultrasound to confirm that he was in the vein. Once again, he threaded the guidewire easily, but when he went to thread the catheter, he met resistance. He removed the device and inspected the catheter to which he said had been damaged. Additional information provided on 7-july-2025: as the catheter did not function as anticipated according to the rn, this caused the patient a painful experience involving another IV attempt to gain venous access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood residues throughout the returned device. The distal end of the catheter was observed to be broken and missing from the device. A split was observed along the catheter shaft, and the guidewire was observed to be advanced through the split in the catheter. The safety mechanism was not advanced upon the return of the device. A microscopic observation of the needle, guidewire, and catheter revealed the needle tip to be poking out of a split in the catheter just proximal of the break in the catheter shaft. The break in the catheter was observed to be a chevron shape with a split propagating up the catheter into a longitudinal split. The separate split observed proximally to the break site was observed to be chevron-shaped with the needle sticking out of the split. The break site fracture surface was observed to be shiny and smooth, while the fracture surface for the split was observed to be more granular. The guidewire was not observed to have any disjointed coils. The weld tip was observed to be present along the distal end of the guidewire. The safety mechanism was advanced over the needle tip during inspection of the device. The break and split locations were observed to have characteristics of the catheter being pulled back against the needle bevel, causing the needle bevel to split and ultimately fracture the catheter during insertion. Pulling the catheter back against the needle bevel during insertion may cause difficult catheter and guidewire insertion, and this may result in a catheter fracture. This complaint will be recorded for future trending and monitoring purposes.